Event description:
It was reported that a user of the ilet experienced hypoglycemic events, including a severe low with a lowest sensor value of 45 mg/dl and approximately one hour below range, while continuing pump use; the user attempted treatment with 5¿10 grams of carbohydrates but remained low for an extended period and later noted an inadvertent screen interaction that resulted in selecting the cartridge icon and filling tubing after silencing alerts while half asleep. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment and no need for professional medical intervention. Investigation included communication with the user and analysis of information provided by the user and clinical staff. Investigation of this case revealed no findings available, and the available information was insufficient to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.